Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/21/2019. Corrected information: additional information was received that indicated this device is not malfunction reportable. Therefore, this medwatch report is not reportable. Additional information was requested and the following was obtained: patient with reported death due to major postoperative hemorrhage and small bowel infarction the paper was a technique paper, comparing transverse vs. Lateral technique. Result showed superior outcomes with transverse technique. The outcomes were not linked to product selection (i.e. Ethicon product irrelevant to outcomes). Does the surgeon believe that the ethicon product involved caused and/or contributed to the postoperative complications described in the article (major hemorrhage and small bowel infarction)? No. Does the surgeon believe that prolene suture caused/ contributed to the patient death? No. Does the surgeon believe there was any deficiency with the ethicon suture product prolene used in this procedure? No. Would the surgeon like to speak with ethicon medical and engineering (translation is available)? No. Patients with reported n=7 bleeding, n=7 abscess/fistula, n=3 grade I complications (clavien-dindo classification), n=14 n=3 grade ii complications (clavien-dindo classification). Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference numbers. - no. Does the surgeon believe that ethicon products prolene sutures, involved caused and/or contributed to the adverse events described in the article, (specifically- 3 patients had grade I and 14 patients had grade ii (clavien-dindo classification) complications. - no. Major postoperative complications included abscess/fistula (n=7), bleeding (n=7)? If yes, please provide event details for each patient including: n/a. Additional event follow up reported in 2210968-2018-73563.

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. No specific patient information regarding this general event has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article(specifically- 3 patients had grade I and 14 patients had grade ii (clavien-dindo classification) complications. Major postoperative complications included abscess/fistula (n=7), bleeding (n=7)? If yes, please provide event details for each patient including: initial procedure date specific patient demographics where was the procedure performed? Event date specific medical/surgical intervention ethicon product involved product code and lot number patient pre-existing conditions/other relevant patient history/concomitant medications are any devices available for evaluation? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: ejso 42 (2016) 211-218; doi: http://dx.doi.org/10.1016/j.ejso.2015.08.167 (B)(4).

Event description:
It was reported via journal article title: transverse closure of mesenterico-portal vein after vein resection in pancreatoduodenectomy author(s): t.c. Chua, p.r. De reuver, r.f. Staerkle, m.l. Neale, j. Arena, a. Mittal, s.t. Shanbhag, a.j. Gill, j.s. Samra citation: ejso 42 (2016) 211-218; doi: http://dx.doi.org/10.1016/j.ejso.2015.08.167 the primary aim of this retrospective study is to assess the rate of r0 resection in transverse closure (tc) versus segmental resection with end-to-end closure (ee) and the secondary aims are to assess the short-term morbidity and long-term survival of tc versus ee. Over a 10-year period of retrospective review of prospectively identified data from jan2004 to sep2014, 110 patients (n=61 male and n=49 female; mean age of 65 years with standard deviation of 11 years) with pancreatic cancer underwent mesenterico-portal vein resection using two vein reconstruction technique: ee closure (n=92) and tc closure (n=18). In ee reconstruction of mesenteric portal vein, primary end-to-end anastomosis in a tension free manner is the preferred reconstruction technique using a continuous running 6/0 prolene sutures, while in tc reconstruction of mesenteric portal vein, closing the vein edges in a horizontal fashion was achieved with two 6/0 prolene (ethicon) running sutures anteriorly and posteriorly. Overall, 3 patients had grade I and 14 patients had grade ii (clavien-dindo classification) complications. Major postoperative complications included abscess/fistula (n=7), bleeding (n=7) and one death due to major postoperative hemorrhage and small bowel infarction. Transverse closure to reconstruct the mesenteric-portal vein is shown to be feasible and safe in the setting when a short segment of vein resection is required during pancreatoduodenectomy.